Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue but was able to verify the reported issue was logged in the device¿s memory. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device returned to the customer for use. The cause of the reported issue could not be conclusively determined. Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device unexpectedly shut down multiple times. In this state the device would be inoperable and defibrillation therapy may not be available if needed. This issue is patient related. However; there was no adverse event reported.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device unexpectedly shut down multiple times. In this state the device would be inoperable and defibrillation therapy may not be available if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker received additional patient information from the customer. The customer provided stryker with the available patient information.